Event description:
It was reported that large volume intermate's balloon ruptured. This malfunction was observed upon receipt; the customer reported that they noticed the box was wet. There were approximately 10 ml of solution remaining inside of the intermate. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been received for evaluation. Visual inspection and functional testing on the returned unit showed no evidence of the reported rupture on the bladder. The bladder was found to be in its normal condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.